Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappeared.